Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 218052650 was returned and analyzed. Visual inspection showed the shaft was broken at the shaft to lemo connector connection with approximate 1.6 inch. The introducer was broken from the torque. In conclusion, the reported tip/loop kink was not confirmed through testing. The mapping catheter did not fail the returned product inspection due to a tip/loop kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the mapping catheter wire kinked and the introducer broke as it was removed from the packaging. The case was completed with cryo. No patient complications have been reported as a result of this event.